Event description:
It was reported that the sheath of the proglide had to be removed from the patient by "extensive" surgery under general anesthesia after attempted suture placement in the mild to moderate calcified and mildly tortuous right common femoral artery using the preclose technique with a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. A blood transfusion was given and the artery was surgically repaired prior to the tavi procedure. Post procedure hemostasis was achieved surgically. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.